Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, patient reported of having heart rate at thirties. No further information provided. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.